Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button on the insulin pump was unresponsive due to corroded keypad trace. No button error alarms noted during testing. The insulin pump had minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error during prime. Customer's blood glucose reading was 210 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.